Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A customer reported to fresenius (B)(4) that a 2008k2 machine experienced an arterial pressure alarm. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals. A fresenius (B)(4) technician was scheduled to service the reported machine. The issue discovered was the luer lock was dirty with blood. The hydrophobic filter with capped line, and lines were very dirty. The technician replaced the luer lock connection, hydrophobic filter, and arterial module line. The arterial pressure was calibrated. The functions were checked in dialysis mode and tests were ran. The machine was cleaned. Machine was left functioning correctly. No sample available.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.